Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had experienced high blood glucose levels. The current blood glucose level was 600 mg/dl. Customer stated there were some cracks on buttons. Customer reported symptoms like nausea. It was unknown whether customer was using the auto mode feature. The troubleshooting was performed. No further patient complication were reported. The customer will discontinue the use of the device.

Manufacturer narrative:
Retainer ring = missing customer returned insulin pump for alleged cosmetic damage due to dog chewing the pump reported on 2/22/2022. Device was received with the lcd glass cracked that caused a blank display due to dog chewing the pump. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to blank display. Device was received with dog chew marks, torn keypad overlay, partially broken reservoir tube lip, missing retainer, missing the display window cover, stained keypad overlay, scratched case, pillowing keypad overlay, and missing reservoir tube o-ring. A test p-cap did not lock into the reservoir compartment due to missing retainer and partially broken reservoir tube lip. No damage noted on pcba 2, the motor, or force sensor during visual inspection. Cracked lcd glass from dog chewing the pump causing a blank display is confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.